Manufacturer narrative:
Continued e1 (phone no.): (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI and deformation after physical examination. Device remains implanted.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by MRI. And deformation after physical examination. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as surgical damage. Complication related to procedure/ surgery: unable to observe, since it is a medical event. And is not related to the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.